Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer realized that the connection between needle and tube is disconnected. The customer saw that a piece of the connector is broken off. Customer is unsure about the reason of the product failure. No adverse event alleged. Device replaced and requested for investigation.